Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00637.

Event description:
It was reported that the locking screw backed out of plate post-operation. In the revision case, the locking tower was screwed into plate with no issues. Screw was replaced with new shorter screw which locked into plate.